Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that mesh was being sutured to the abdominal wall when the issue occurred. When they inspected the instrument prior to use they did not see anything out of the ordinary or damage. There was no instrument collision and they did not have any issues with the opening/closing of the grips, or any issues with the left/right or up and down motion. There were two cables that were protruding from the distal end and they do not know which motion they controlled. Nothing fell into the patient. Isi received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables. The broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have grip input shafts #6, and #7 broken. The instrument was found to have hairline cracks on input shaft #6, and #7. Other backend components adjacent to the broken inputs did not show damage. No missing piece was confirmed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure for a ventral hernia ipom, it was noticed that the mega suturecut needle driver instrument had an exposed, frayed wire during case. An intuitive surgical, inc. (Isi) representative was in room and agreed nothing occurred to cause damage. The procedure was completed with no reported injury.